Event description:
It was reported that the device was explanted after an implant duration of at least 145 months, due to aortic stenosis. Information learned from the operative report.

Manufacturer narrative:
Device not returned.